Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and inserted the device properly into the cart and then batteries charged normally. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 event site telephone was shortened due to character limitations. The complete number is (B)(6).

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) was not working - showed mains light - both batteries were showing 1 bar. There was no patient involvement.